Manufacturer narrative:
Additional information: section d-6a date implanted: future date on (B)(6) 2024 was provided as the answer. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Chromatic aberration was reported by the physician following the implantation of the pre-loaded dcb00 model intraocular lens (iol). Patient stated she sees colors different from the original, product is red she sees green. The iol was removed and replaced during the same procedure, information about the replacement iol is unknown. There are no daily activities that the patient cannot perform that she was able to prior to the surgery. During the procedure, there was no incision enlargement, sutures, vitrectomy, medication prescribed (outside of standard care), and no medical attention was required. The iol directions for use were followed. Both completely recovered and unknown were provided as answers for patient status. The suspect iol is not available for return as it remains implanted. No further information is available.